Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), im planted: (B)(6) 2014, product type lead. (B)(4).

Event description:
The consumer reported via the manufacturer¿s representative (rep) they were intermittently experiencing ¿stimming¿ in the pocket site but otherwise they were having good pain relief. Relevant medical history includes spinal pain. The rep. Stated the patient wasn¿t certain if this was occurring when stimulation was on or off or both. Impedance testing was performed at .7 volts, and it was found that 6/7 was greater than 10 ,000 ohms and at 3 volts was greater than 40,000 ohms. The patient was currently programmed on 0-3 and 8-11 which were all within normal range. Therapy impedances were taken which showed a1-506 ohms and a2-659 ohms. It was noted the implantable neurostimulator (ins) seemed to be secure in the pocket site and it wasn¿t tilted, but no imaging had been done yet. The rep. Further reported when they were first interrogating the ins they noticed a power on reset (por), but didn¿t notice a code associated with it. The por was able to be cleared. The patient programmer (pp) and recharger were working fine and eight coupling boxes were achieved. It was suggested to have the patient keep a log of when the stimulation issue was occurring and the details around it.

Event description:
Additional information received from the manufacturer's representative (rep) reported the impedance was fine. The patient was reprogrammed and he seemed to be doing fine. The rep had not heard from the patient and had no additional information.